Event description:
During a procedure to the posterior tibial, the pgw .018 sv short (503558) failed to cross the obstructed vessel. While pushing the device, the end of the wire (radiopaque) separated and stayed in the occluded lesion. The artery was occluded. There were no adverse consequences to the patient. The product will be returned.

Manufacturer narrative:
This product is available; however, it has not been received for analysis as stated. Additional information has been requested and will be provided within thirty days of receipt.